Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in this procedure. Please reference related manufacturer report no: 2015691-2016-00509. The devices were not returned for evaluation. Therefore, functional, dimensional and visual analysis could not be performed. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels (which may require intervention), and balloon rupture are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Available information suggests that procedural factors (manipulation of the partially expanded valve) contributed to the balloon burst and the ruptured balloon material interfered with withdrawal difficulty of the delivery system into the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 26mm sapien 3 valve, the delivery system balloon was inflated quickly and appeared to jump aortic. The valve was in the sinuses of valsalva and was not fully deployed. It could not be pushed more ventricular so it was decided to pull back and deploy the valve in the descending aorta. While pulling the devices around the aortic arch, the valve got stuck, possibly on plaque, and would not move. The delivery system balloon was planned to be inflated a little bit more and pull the devices back, however, during inflation the balloon ruptured. Upon removal of the delivery system, the ruptured balloon could not be pulled back into the esheath. The delivery system and esheath were removed as one unit. During removal, the iliac artery ruptured. The site was surgically cutdown to repair the artery and the patient was placed on bypass. An effusion was then noted and an aortic dissection was observed from the aortic arch down to the annulus. The patient's chest was opened to repair the dissection, however, the patient coded twice and expired on the table. The aortic dissection was thought to have occurred when bringing the devices around the aortic arch. Prior to the tavr procedure on the same day, the patient had a pci and also coded during that procedure. The patient's access vessel minimum luminal diameter was 6.5, was mildly calcified and mildly tortuous. The patient's native annulus was 500mm2 and the native leaflets were moderately calcified.